Manufacturer narrative:
The returned portion of the broken screw was examined dimensionally using a comparator and visually under magnification. All non-deformed areas of the returned screw portion measured within specification. The broken screw shows clear evidence of fatigue failure on the fracture surface, with a small section of ductile failure on the side opposing the fatigue flow. Additional mdrs associated with this event: 3025141-2017-00026: screw 1.

Event description:
A plate was implanted using several screws. At some point post op, one of the screws broke and one partially backed out. The screws were explanted.